Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady at approximately 395 ohms through (B)(6) 2016, rises to 1178 by (B)(6) 2016. A 100 ventricle sensing integrity counter (sic) on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead alerted for varying impedance measurements including high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.